Event description:
Literature was reviewed regarding the association of baseline estimated glomerular filtration rate (egfr) with recovery and adverse events after ventricular assist device (vad) implantation. The authors described patient deaths; however, the causes of death were unknown. There were patients who experienced worsening kidney function after vad implant and required dialysis. There were other patients who experienced adverse events such as ischemic strokes, transient ischemic attack (tia), pump thrombosis, driveline infections, pump infections, and major bleeding events which included hemorrhagic strokes and gastrointestinal bleeds (gibs). The status of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. The baseline gender/age characteristics is male/56 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: association of kidney function with myocardial recovery and adverse events following left ventricular assist device circulatory support. Journal of the american heart association. 2025. 14:e043498. Doi: 10.1161/jaha.125.043498 ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.